Event description:
The account said, a spinal pt was in the bed and when the staff pushed the head down to lower the head section, the head section dropped very quickly. The accounts maintenance has thoroughly tested the bed and found no issues. He placed 200 pounds on the head section and it went up and down as normal.

Manufacturer narrative:
The pt alleged the head of bed went down fast after the nurse stop pressing the head down button. The fast motion caused the pt pain. The pt was not injured or required medical assistance. No tested or labs were performed. The pt stated, the motion of bed made her feel uncomfortable. The account maintenance and hill-rom tech examined the bed together. They raised and lowered the head of bed with weight and without weight. The head up and down function worked correctly. They simulated a pt in the bed and still the head up and down functions worked correctly. The account maintenance stated, he thought the nurse may have step on the CPR lever on the base frame. The alleged failure could not be duplicated.